Event description:
The patient reported the pump is increasingly unresponsive to presses of 'down' arrow button. The patient denies keypad damage.

Manufacturer narrative:
The pump was returned to animas for evaluation. The 'down' button was found to be intermittently responding. During evaluation the display lens was found to be damaged. The keypad was removed and contamination was observed under the button contacts. The 'down' button contact was found to be misaligned.